Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation was performed for the subject device (6mm/9mm cannulated stepped drill bit, part number 03.037.022, lot number f-20156). The subject device was returned with the complaint condition stating during the procedure the drill bit tip broke in the patient¿s femur. The fragments were retrieved. Reportedly, there was a bend in the guide wire and the drill bit would not go over bend and the brill bit shattered. Only the drill bit was returned to customer quality (cq) engineering for evaluation. This complaint is confirmed for the drill bit. As reported, the tip of the returned drill bit has sheared off. The fracture pattern is oblique. The sheared off fragment was not returned. The material composition at the fracture surface appears homogeneous when viewed under 5x magnification. As previously reported, the device history record review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No nonconformance reports were generated during production. The product drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Although the complaint condition was confirmed, an exact root cause could not be determined. The root cause is most likely due to off-axis force or the drill bit hitting the guide wire causing the tip of the drill bit to shear off. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date device was received by MFR in supplemental medwatch report #(B)(4) was reported as apr 11, 2017 in error. The correct date is apr 11, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Drill bit broke intraoperative and the fragments were retrieved. Multiple x-rays related to this event were taken that confirmed no fragment findings. A device history record (DHR) review was performed on part 03.037.022 / lot f-20156: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 15.jun.2016. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tfn-advanced proximal femoral nailing system (tfna) procedure on (B)(6) 2017. During the procedure the drill bit tip broke in the patient¿s femur. The fragments were retrieved. Reportedly, there was a bend in the guide wire and the drill bit would not go over bend and the brill bit shattered. The guide wire was straight during insertion into the femoral head but when the guide wire was removed it was noted to be bent. There was a twenty -twenty five (20-25) minutes surgical delay due to difficulty as a result of the location in retrieving fragment pieces from the femoral head, no additional surgical intervention required. Multiple x-rays related to this event were taken that confirmed no fragment findings. A tfna helical blade and lag screw were used to successfully complete the procedure. The patient outcome was stable. This is report 1 of 2 for complaint (B)(4)